Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for low impedance; had possible fracture, and insulation breach. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited low impedance and insulation breach. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.